Event description:
The customer reported that the device showed the charge pack and attention warning icons. It was also reported that the device will not turn on. The reported problem was found during routine testing of the device.

Manufacturer narrative:
The device is being returned to physio-control for eval.